Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta). A 135 cm. Powrflexpro 4 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured at the rated pressure. It was unknown how the procedure completed. The procedure was successfully completed. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was the common iliac artery. The lesion was reported to be: a one hundred percent stenosis (100%)/chronic total occlusion (cto). No additional target lesion characteristic information was provided.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), a 4x150mm 135 cm powrflexpro balloon catheter (bc) was delivered to the target lesion and ruptured at the rated pressure. It was unknown how the procedure completed. The procedure was successfully completed. There was no reported patient injury. The lesion was the common iliac artery. The lesion was reported to be: a one hundred percent stenosis (100%)/chronic total occlusion (cto). No additional target lesion characteristic information was provided. Multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17299928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (100% stenosis / cto) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.